Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported, after using the nasogastric tube 20 days an x-ray of the patient showed what appeared to be a rupture of the tube. An endoscopy was done and verified that the tube had ruptured. The tube was removed by endoscopy. There was no patient harm.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A physical sample was not received for the investigation. One photo was provided. The photo was visually inspected, and the reported issue was confirmed. However, a definitive root cause could not be determined without evaluating the physical sample, the sample is needed to confirm quality specifications. The manufacturing process was reviewed. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified issues. Based on all available information, no manufacturing/production issues have been identified. It must be noted that the IFU states to use a kangaroo enteral feeding pump for accuracy and control of nutritional formula delivery. Infusion pumps that deliver in excess of 40 psi should not be used as excessive pressure is capable of causing tubes and pump sets to balloon and/or rupture. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.